Manufacturer narrative:
(B)(4). Batch # m54g91. Additional information was requested and the following was obtained: was sterility compromised as a result of the packaging damage? Yes, the sterility of the device was compromised. The analysis results found that the pve35a device was returned without its original package; the battery was returned along with the instrument inside a separated bag. The device was visually inspected and no anomalies were noted; however, as the package was not returned for analysis, no further testing could be performed in order to evaluate the reported event. It could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported by the sales rep that during a lung resection procedure, team said the box was defective; when they pulled the product off the shelf it slipped from the box and cracked the packaging. Case completed with another device. There were no patient consequences reported.